Event description:
On (B)(6) 2008, the following info was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography (ercp, the physician used a cook endoscopy fusion loop tip wire guide. The wire guide successfully completed 5 to 6 passes. When the wire guide was being pulled back to make another pass, the wire that forms the loop tip began to unravel. The info provided confirmed no portion of the wire guide detached or became free inside the pt. On 04/27/2009, the wire guide was received for eval. Upon completion of our eval, we confirmed approx 3 cm of the loop tip wire has broken from the distal end of the wire guide and was not included in the return. The company representative was contacted again and confirmed the location of the missing section of the wire guide is unk. This report is being provided out of an abundance of caution. If additional info is provided, a follow-up medwatch report will be submitted.

Manufacturer narrative:
A foreign object was not retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Evaluation: our laboratory eval of the product said to be involved confirmed the report. The wire that forms the loop tip has broken, causing the wire to uncoil and appear "unraveled." Approx 3cm of the broken loop tip wire was not included in the return. Adhesive is visible in the location where the loop tip wire is coiled and secured to the distal end of the wire guide. The gold coil spring located on the center of the loop section of the wire guide is not damaged, but now moves freely on the uncoiled section of the wire. The spiral coating of the wire guide does not exhibit any damage. A product discrepancy or anomaly that could have contributed to this event was not observed. The breakage of the wire and subsequent unraveling suggests excessive pressure may have been applied during use. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The info provided indicated the wire guide was successfully used during five to six passes (of endoscopic accessories) prior to this occurrence. The intended use listed in the instructions for use indicates this device is used to assist in cannulation of the biliary and pancreatic ducts and to aid in bridging difficult structures during endoscopic retrograde cholangiopancreatography (ercp). If the wire guide received excessive force during these exchanges, this could have contributed to this observation. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing technique for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to damage to the loop tip of the wire guide. Prior to distribution, all fusion loop tip wire guides are subjected to a visual and dimensional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been made aware of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.